Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
The consumer stated that a tampon came apart upon removal. She was not sure if tampon pieces remained inside of her. She visited a doctor to confirm if pieces remained, it was confirmed that there were no remaining pieces left inside of her. Consumer was satisfied. No further follow-ups tasked.